Event description:
It was reported that the insulin pump alarmed no delivery and motor error and ended up in the hospital. Customer's blood glucose was 337 mg/dl. Troubleshooting was done for motor error. Customer declined to do troubleshooting for no delivery. Customer reported that he was hospitalized last (B)(6) 2015 due to high blood glucose. Customer's blood glucose was 334 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.